Manufacturer narrative:
The monitor was received for investigation. A visual inspection found the tamper seal intact, and the device had no visual damage. This monitor has been returned the third time consecutively for same issues which could not be confirmed each time. The main board was replaced as a preventative measure. A device history report (DHR) review was not relevant because the results of the complaint investigation did not indicate a problem with the initial manufacture or prior repair of the device. No root cause could be determined as the complaint could not be confirmed. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that a c-sum error was displayed. Device would not boot up and kept flashing new co2 sensor. No patient injury was reported.